Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that interrogation difficulties, i2i communication difficulties, and loss of atrial capture was observed on the atrial leadless pacemaker (lp). Diagnostic imaging was performed which revealed the lp was dislodged and migrated to the renal vein. The lp was retrieved and implanted again. It was reported the patient also experienced a femoral artery pseudoaneurysm which was resolved with a thrombin injection. The patient was in stable condition.